Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative:

Event description:
It was reported that the stem extractor watson tray to tighten the clamp got cross threaded.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: it was reported that the stem extractor watson tray - the clamp thread got cross threaded. The product was returned to depuy synthes for evaluation. Visual analysis revealed that the stem extractordle exhibits an overall appearance of constant usage. Additionally, one of the visible threads was found cross-threaded. Functional testing revealed that both the threaded extractor bolt and nut were seized. Despite multiple attempts and the application of excessive force, the nut could not be rotated as intended, which implies potential damage to the bolt's threads. A dimensional inspection was not performed since it was not applicable to the complaint condition. The evaluation of the returned device, as well as previous failure analysis performed of related complaints ((B)(4)), found the failure of the mechanism was attributed to excessive loading applied to the stem extractor nut, which exceeded the local shear strength of the material. This condition resulted in thread deformation, fracture, and galling events. Consequently, these failures caused the seizing of the stem extractor nut and bolt, which could cause fracture of the stem extractor bolt during attempts to untighten the seized assembly. The overall complaint was confirmed as the observed condition of the stem extractordle would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: h3.